Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on october 2019 by the orthopedic journal sports medicine ¿utility of bioabsorbable fixation of osteochondral lesions in the adolescent knee: outcomes analysis with minimum 2-year follow-up.¿ the study reviewed 32 patients identified that 1 patient reported pain and required second-look arthroscopic surgery for pain. Schlechter ja, nguyen sv, fletcher kl. Utility of bioabsorbable fixation of osteochondral lesions in the adolescent knee: outcomes analysis with minimum 2-year follow-up. Orthop j sports med. Oct 2019;7(10):2325967119876896. Doi:10.1177/2325967119876896.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.